Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on the date of the report, the sensor was removed and the sensor wire detached after removal of the sensor pod from the body. No medical intervention was required.at the time of the call to dexcom technical support, the patient reported being in good condition.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was found to be missing from the housing puck. The complaint of detached sensor wire was confirmed. Due to the separation of sensor wire, the sensor is considered to be detached. The root cause is determined to be a detached wire from sensor pod.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.